Event description:
Heli-fx aptus endoanchors were implanted to treat a patient with another manufacturer¿s stent graft system that has migrated with a type I endoleak. It was reported that the following day the patient experienced nausea and vomiting. The patient was having an episode of emesis, post operatively, once daily. The patient was given medication and the issue resolved. The physician investigator assessed this to be related to the endoanchor procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.